Manufacturer narrative:
The main component of the system. Other relevant device(s) are: enlw1610c95ee, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that the imaging of the aneurysm showed it was 69 mm in diameter and there was an increase in aneurysm sac with echolucent pulsation but no obvious endoleak was noted. The investigator assessed this event as not device related but procedure related. No further intervention was done due to poor renal function. Additional imaging showed there was stent graft occlusion in the main body stent graft. Thrombus was noted with in the cross over graft but flow in to both profunda arteries was noted. Clot noted with main body and right iliac limb aspiration and embolectomy were performed at the time of procedure. The event resolved and the investigator assessed the event as device and procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six years post implant imaging showed aneurysm increase in the size to 75 mm of the aneurysm sac without a clear endoleak.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.